Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a super capacitor leak on the main circuit board and a faulty internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs could not confirm the reported faulty internal battery. Visual inspection of the main circuit board confirmed a super capacitor leak. The main circuit board was replaced to address the issue. Resmed¿s risk associated with use of the device remains acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device had a super capacitor leak on the main circuit board and a faulty internal battery. There was no patient harm or serious injury reported as a result of this incident.